Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited steadily increasing thresholds since implant that were now high. Additionally, the day after implant the rv lead exhibited decreased pacing impedance. The rv lead also experienced decreased r-waves. Explant of the rv lead was attempted; however, it was unsuccessful. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.